Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 18 mg/dl. The customer went to the hospital and was treated with glucose fluid. Customer was released on (B)(6) 2025 with issue resolved and no permanent damage.